Event description:
It was reported that the implantable pacemaker intrinsic amplitude is out of range on this right atrial (ra) lead. Atrial undersensing was observed on stored electrograms (egms) and recent trending showed high thresholds. Review was recommended for atrial parameters. Additional information received advised the device alerted for an atrial arrhythmia burden and atrial undersensing was still observed. Recommend review of atrial sensitivity settings to ensure appropriate atrial arrhythmia detection and the atrial arrhythmia burden alert was increased to greater than twelve hours for future episodes. The battery longevity is normal and lead measurements are stable. The device and lead remain in service. No adverse patient effects were reported.